Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro system, and identified the failure mode as a faulty sodium electrode. The fse cleaned the sodium electrode port and replaced the electrode to resolve the issue. Patient demographics were not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
A customer reported the generation of erroneous high na (sodium) for four (4) patient results on their dxc 600 pro instrument. The erroneous results were not reported out of the laboratory; thus, there was no impact to patient treatment. Quality control was within the laboratory's established specifications prior to and after the event.